Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions catheter was returned intact to a non-philips guidewire. Visual inspection found a damaged distal tip, slightly bent scanner, and a bunched inner member and distal shaft. Additionally, the shaft had separated in two pieces, but this likely occurred post procedure as there was no mention of a device separation. Block h6: the probable cause of reported failure is damage during use/handling. Manipulation, strain, impact, and forces associated with handling can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in an peripheral procedure. During prep, the catheter became stuck on the guidewire before entering the patient. A new catheter was used to complete the procedure. No patient injury reported. During the device evaluation, it was observed that the catheter was returned intact to a guidewire; indicating it was removed as a system. The use of a new guidewire was never reported by the facility. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is a potential for harm if the malfunction were to recur.